Event description:
Maryland dissector inserted through #10 trocar during attempted laparoscopic cholecystectomy. Liver capsule punctured; conversion to open cholecystectomy to control resultant bleeding.